Event description:
On july 29, 2015, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient obtained an error 2 message on her onetouch ultra meter. The complaint was classified based on the customer care advocate (cca) documentation. The reporter claimed that the patient obtained the alleged error message on (B)(6) 2015, at 3:00pm. The patient manages her diabetes with oral medication, diet and/or exercise. The reporter indicated that in response to obtaining the message, the patient continued with her usual dose of medication (including sliding scale) and from (B)(6), she administered metformin 250mg tablets twice a day. The reporter claimed that ¿2 weeks¿ after the start of the alleged issue, the patient developed symptoms of ¿tiredness and shakiness¿. The reporter denied that the patient had received any treatment for her symptoms. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time and based on the information provided there had been no trauma/misuse of the meter. The reporter confirmed that patient was using the correct test strips but had described incorrect testing steps as the patient had been ¿putting blood on [the] strip before putting [the] strip in [the] meter¿. When the power button was pressed, the error 2 message did not occur. The reporter was unable or unwilling to walk through a retest. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.